Manufacturer narrative:
(B)(6) reports: implant was opened at the operating table and it appeared that the inner packaging had disintegrated, and the implant was covered in a white dust. It was therefore not implanted. At this point the implant was not removed from the box. The implant has not been sent for decontamination as it was felt this would remove evidence of the complaint. However the packaging was discarded post-surgery as it had been opened onto the sterile field. The device is available for return for investigation in this condition, if required. Depuy was advised another product was readily available. Clinical support confirmed no delay to surgery or adverse consequence for patient. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded the packaging material (foam) is being worn away as the product shifts around in the pouch: warsaw packaging engineer is aware of this issue and currently in the beginning stages of changing the packaging from the foam to a polyurethane material. All changes will be documented through dva # (B)(4)based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Implant was opened at the operating table and it appeared that the inner packaging had disintegrated, and the implant was covered in a white dust. It was therefore not implanted. At this point the implant was not removed from the box. The implant has not been sent for decontamination as it was felt this would remove evidence of the complaint. However the packaging was discarded post-surgery as it had been opened onto the sterile field. Clinical support confirmed no delay to surgery or adverse consequence for pt.